Event description:
It was reported that before surgery, when assembling the handpiece, the thumb screw was broken and back-up was available. There was no delay of the surgery nor health harm to patient.

Manufacturer narrative:
The device used for treatment was returned. The exterior condition shows minor wear (scratches). The reported problem was confirmed. The shaft is completely broken. A functional evaluation could not be performed due to broken/damaged parts. A review of manufacturing records found no related non-conformances or anomalies associated with this device during production. Therefore the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the thumbscrew and failure mode(s) identified similar events. The most likely cause of this event is over-tightening with excessive force by the user. Per the navio surgical system user's manual "to close and lock the clamshell, it is recommended to twist the thumbscrew by hand clockwise, until it is tightened securely. " to attach the handpiece tracker, twist the thumbscrews clockwise by hand, and then use the t-handle wrench to tighten the thumbscrews until the handpiece tracker array is firmly attached to the handpiece. Note: do not over tighten the thumbscrews." No containment or corrective actions are recommended at this time.